Manufacturer narrative:
(B)(4). Batch # m9179z. The analysis results found that the er320 device was returned with a clip jammed between the top shroud and the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the clip jamming. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fires fine for the first few firings, but then the clips come out sideways. Another like device was used to complete the procedure. There were no patient consequences.